Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as the patient was not closing the transfer set after being shown that it was disconnected. The patient was hospitalized for the event. On an unknown date, the patient was switched to hemodialysis. Six days after the onset of peritonitis, the patient was discharged from the hospital. Treatment and outcome were unknown. Additional information was not available.